Event description:
There was an allegation of questionable elecsys troponin t stat gen.5 assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result was 75 ng/l. The sample was repeated as the result was not consistent with the patient's other results. The repeat result was 44 ng/l. The sample was repeated twice later and both results were 57 ng/l. The initial result was reported outside of the laboratory. It is unknown which result was deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The customer verbally stated that their qc was acceptable. The field service engineer (fse) replaced the measuring cells, realigned the sipper probes, checked sample probe alignment, and checked instrument tubing. An instrument check was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.